Manufacturer narrative:
Product has not yet been returned for this complaint. Adc investigated the complaint for skin irritation at the insertion site and determined that there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 31 aug 20. Medical event associated with this complaint case occurred on (B)(6) 2021, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experiencing an allergic skin reaction while wearing an adc freestyle libre sensor, with symptoms of bleeding and insertion site infection. It was further reported that mold was observed on the inside of the sensor. The customer had contact with a healthcare professional and was prescribed unspecified medication for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experiencing an allergic skin reaction while wearing an adc freestyle libre sensor, with symptoms of bleeding and insertion site infection. It was further reported that mold was observed on the inside of the sensor. The customer had contact with a healthcare professional and was prescribed unspecified medication for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.